Event description:
It was reported the rf (radio frequency) head lost telemetry with devices. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head had intermittent telemetry and the rf head also failed uplink functional tests. Rf head cable found out of electrical specification. Analysis also found lens on the upper case is cracked.